Manufacturer narrative:
E1: initial reporter establishment name-(B)(6). The device was returned to olympus for inspection. Based on the results of the investigation, it is likely the following led to the malfunction: however, a root cause could not be identified. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastrointestinal videoscope had image noise during inspection for use. There were no reports of patient involvement.